Event description:
During the index procedure, one endeavor sprint rapid exchange (rx) drug-eluting stent was implanted in the proximal lad. Patient was asymptomatic / free of symptoms at the 30 day follow up. Approximately 5 months post the index procedure, the patient had a ptca in the mid lcx with the implantation of an endeavor sprint rapid exchange (rx) drug-eluting stent. Patient was asymptomatic / free of symptoms at the 6 month follow up. Patient's cardiac status was stable angina at the 2.5 year follow up. The patient underwent a CABG 2 years and 9 months post the index procedure. The patient suffered an mi approximately 2 years and 10 months post the index procedure. Patient's cardiac status was stable angina at the 3 year follow up. (Ref MFR #s 9612164-2012-00077 and 9612164-2012-00078).

Manufacturer narrative:
(B)(4). Evaluation results: inherent risk of procedure (mi).